Event description:
Pt presented to e/r with respiratory distress and acute pulmonary edema. Pt went into cardio-pulmonary arrest. Resuscitation efforts were not successful, lasting one hour. Pt had silzone aortic valve implant. It has not been determined if the valve caused or contributed to pt's death.